Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had 2.5 years remaining. Boston scientific technical services (ts) verified that there were no programming changes made and that device was still pacing with one atrial episode noted. Furthermore, field representative discussed that it was maybe due to binning as expected longevity appeared to be within expectations. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker had 2.5 years remaining. Boston scientific technical services (ts) verified that there were no programming changes made and that device was still pacing with one atrial episode noted. Furthermore, field representative discussed that it was maybe due to binning as expected longevity appeared to be within expectations. The device remains in service. No adverse patient effects were reported.